Event description:
Received supartz injection bilateral knees and noticed pinguecula on bilateral eyes that day, left worse than right. Went to eye specialist who said it was a mixture of protein and fat.